Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external leak from the effluent bag was observed. It was reported the health professional attempted to reposition the effluent knob and secure with tape; however, the leaking continued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one photograph and one video of the sample was received for evaluation. The inspection of the provided video showed that the seal around the yellow valve of the sp-414u drain bag provided with the set was partially disconnected. The customer had to tape the seal around the yellow valve. The reported condition was verified. The cause of the condition could not be determined for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.